Event description:
The target lesion was located in the postero-lateral branch. The vessel was de-novo and concentric. Aha/acc classification of the vessel was type b1. The lesion length was 15mm and vessel diameter was 2.5mm. The procedure was an elective case. Pre-dilatation was conducted with a 2.5 x 15mm balloon at 16atm for 15 seconds. A 2.5 x 18mm cypher was implanted at 16atm for 15 seconds. Post-dilatation was not conducted. Ivus was not conducted. The residual % of stenosis was 0%. Timi flow was 3 before and after the procedure. Act was not measured. Almost three years later, the patient complained of chest pain and was brought to the hospital as an emergency. Coronary angiography was conducted and thrombus was observed in the cypher stent. To treat the thrombus, aspiration was conducted, then balloon angioplasty was conducted with a 2.5 x 12mm balloon at 8atm for 15 seconds 8 times. Thrombus remained. A week later angiography was conducted, and it was confirmed that the thrombus disappeared. The patient recovered and was discharged from the hospital. Physician indicated that the possible cause of the thrombotic event was, because clopidogrel sulfate was stopped, and the patient got dehydrated due to gardening.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient, and is not available for analysis. Additional information will be submitted within thirty days upon receipt.